Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.